Manufacturer narrative:
Information provided was limited and product identifiers were not included. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation, therefore, the allegation of ring break could not be confirmed. With the currently available information, no conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Updated: age/date of birth, describe event or problem, implant date, user facility/importer info, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to.

Event description:
The following is based on a review of limited medical records provided to davol by the patient's attorney: patient is a (B)(6) female who had a prior midline abdominal hernia repair with kugel mesh. She had chronic pain with the mesh. The mesh was firm and rigid. She was morbidly obese. She developed small bowel obstruction with fecalization of intestinal contents. On (B)(6) 2012 - of note, adhesions were very dense to the edge of the mesh. The gore-tex aspect of the mesh was rolled down exposing the heavy weight polypropylene, and there was a very thick rind on the underside of the gore-tex through which the bowel was very densely adherent. We then attempted to do a lysis of adhesions, and the omentum could not be taken off of the small bowel to expose the viscera. There was a very thick rind where the underside of the mesh was in the entire lower abdomen, including most of the small bowel. Ultimately, we identified the transition point. There was a solid food matter that was obstructing this. Later, we made sure the ng tube was positioned appropriate, and in order to gain access into the abdomen, we had slit the kugel mesh up the middle. The kugel mesh was found to have a broken ring on the left, and this was near the area of bowel obstruction. The kugel mesh was then completely excised in some areas. In the lower mid abdomen, there was previous heavyweight mesh that the kugel mesh had laid on top of. This previous mesh was very well incorporated, and in some areas, we left this behind, trying to preserve the posterior rectus fascia. At this point, the viscera was carefully inspected. Because of the patient's obesity, she was very high risk for having another hernia because of the way that her bowel reacted to foreign body I felt that she was at high risk for having a recurrent bowel obstruction if we placed a biologic retrorectus or intraperitoneal mesh and, therefore, we closed the fascia with interrupted pds suture in smead-jones fashion. Addendum to the previous information submitted based on updated legal claim provided to davol by the patient's attorney that alleges: on (B)(6) 2005 - patient had a ventral hernia repair with implant of a large composix kugel patch implanted. At some point in time after having the defective composix kugel patch implanted, the lead wire in the composix kugel patch "broke." This ultimately required surgical removal of the defective composix kugel patch. It is alleged the patient will continue to suffer physical pain and was seriously and permanently injured.

Manufacturer narrative:
Information provided was limited and product identifiers were not included. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation, therefore, the allegation of ring break could not be confirmed. With the currently available information, no conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on a review of limited medical records provided to davol by the patient's attorney: patient is a (B)(6) female who had a prior midline abdominal hernia repair with kugel mesh. She had chronic pain with the mesh. The mesh was firm and rigid. She was morbidly obese. She developed small bowel obstruction with fecalization of intestinal contents. (B)(6) 2012 - of note, adhesions were very dense to the edge of the mesh. The gore-tex aspect of the mesh was rolled down exposing the heavy weight polypropylene, and there was a very thick rind on the underside of the gore-tex through which the bowel was very densely adherent. We then attempted to do a lysis of adhesions, and the omentum could not be taken off of the small bowel to expose the viscera. There was a very thick rind where the underside of the mesh was in the entire lower abdomen, including most of the small bowel. Ultimately, we identified the transition point. There was a solid food matter that was obstructing this. Later, we made sure the ng tube was positioned appropriate, and in order to gain access into the abdomen, we had slit the kugel mesh up the middle. The kugel mesh was found to have a broken ring on the left, and this was near the area of bowel obstruction. The kugel mesh was then completely excised in some areas. In the lower mid abdomen, there was previous heavyweight mesh that the kugel mesh had laid on top of. This previous mesh was very well incorporated, and in some areas, we left this behind, trying to preserve the posterior rectus fascia. At this point, the viscera was carefully inspected. Because of the patient's obesity, she was very high risk for having another hernia because of the way that her bowel reacted to foreign body I felt that she was at high risk for having a recurrent bowel obstruction if we placed a biologic retrorectus or intraperitoneal mesh and, therefore, we closed the fascia with interrupted pds suture in smead-jones fashion.